Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving unknown medication via an implantable pump for non-malignant pain. It was reported the patient had her device removed. Specifically, the catheter was left in their body but their pump was removed. While the device was implanted, it became separated and she was no longer receiving treatment from the device. It was noted the patient thought the catheter had been recalled years ago. The explant occurred in 2003; however, the exact date was unknown. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.